Event description:
It was reported that prior to a procedure at the user facility the core impaction drill was overheating and leaking a substance that appeared to be grease. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Another product was used to conduct the procedure.

Manufacturer narrative:
The failures of overheating and leaking were confirmed through functional evaluation, disassembly and visual inspection. The components of the drill were corroded, including the bearings.